Event description:
Boston scientific received information that this device was explanted with no allegation. Upon receipt at our post market quality assurance laboratory the device failed final pack testing. No adverse patient effects were reported.

Event description:
This device was never implanted. The device was received in final pack in its sterile packaging and failed final pack testing. The device was forwarded for detailed testing to the post market quality assurance laboratory.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
(B)(4). Upon detailed analysis this investigation will be updated.